Event description:
The surgeon reported that a crystalens was implanted and removed due to a capsule rupture. A vitrectomy was performed and the surgeon implanted an anterior chamber lens. The pt was reported as doing fine. Add'l info has been requested, but has not been received to date. Please reference MFR #: 2031924-2011-00143.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.